Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. Cable integrity was inspected. The relevant power supplies were also examined. System software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an intermittent loss of a diagnostic live image. No patient or user injury was reported.